Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed force sensor out of calibration and contaminated force sensor, and a missing ball bearing on lead screw gear. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/19/2013 with the following findings: there were no loss of primes recorded in the black box. Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Force sensor calibration was not in specification, low. Opened pump. Removed force sensor from pump. Force sensor was contaminated. The shim plate was worn in a circular pattern. The ball bearing was missing from the lead screw gear. Force sensor resistance was 14k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.